Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (myocardial infarction). Conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).

Event description:
During index procedure the patient had one resolute integrity drug-eluting stent implanted to the lad. Approximately 7 months post index procedure the patient the patient suffered an mi. Revascularization of the lad was performed 3 days later. One resolute integrity drug eluting stent was implanted in the lad. Investigator assessed that the reported event was not related to the study device. The event was resolved.